Event description:
Event one (B)(6) 2018: the patient was receiving chemotherapy through the secondary line (as per standard chemo administration). Once the chemotherapy was finished, the rn removed the clamp from the from primary line and began infusing standard IV fluids per protocol when rn noticed the primary IV tubing (with saline in it) was leaking above the IV pump. Unsure why this happened and question if the IV tubing was ripped by the removal of the IV clamp itself. The IV tubing has been saved and the clinical team would like to have it looked at as patient was using non-dehp tubing due to the type of chemotherapy patient was receiving. Nursing needs to know if this is a fluke thing or if this happens with non-dehp tubing and if rns should not be using IV clamps when using non dehp tubing. (Item saved). Event 2 (B)(6) 2019: patient with normal saline infusion with non-dehp extension set with 1.2 micron filter. IV fluid noted to leaking into bed from the blue side of the square filter (item not saved).